Event description:
An attempt was made to advance a coronary stent with delivery sys through a steep angle just proximal to the target lesion site in the pts circumflex artery. Upon attempted placement of the sds across the lesion site, the stent became dislodged from the balloon catheter embolizing down the vessel. The stent was subsequently inflated and deployed, utilizing another balloon catheter, distal to the target lesion site. There were no add'l procedure or pt complications reported relative to this event.